Event description:
Distal tip of the pedicle screw driver sheared and separated. Subject instrument was used to remove another company's system not indicated for use under the designated IFU. Misuse of the instrument was found. No additional information was provided. There was no harm or injury to the patient.